Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate and replaced the universal power distributor (upd) unit as a fix. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The upd unit was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The upd unit was installed and tested on a golden pca system where the component functioned as expected. The system started up with error 31221 and 319, also there was no light and no power on arm4. Patient side cart (psc) was not connected to the system intermittently. The channel 05, 07, 19, 20 were showed 0v on ppd board voltages.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report non-recoverable fault 31221. As system was onsite, tse could review logs and confirmed the occurrence. There were also occurrences of error 319, nodes missing on arm 4. Caller confirmed that arm 4 was not illuminated. Tse guided caller through several emergency power off (epo) power cycles, but error persisted. Tse guided caller on how to disable arm 4 manually but this did not resolve the issue. As system was onsite, tse tried to disable the armnet remotely, but issue persisted. Deeper troubleshooting pointed the issue to a voltage problem related to one of the boards. The procedure was aborted with no patient involvement.